Manufacturer narrative:
Lot/serial numbers were not provided; therefore, a review of the manufacturing records could not be conducted. If lot numbers are obtained, the review will be provided in the supplemental report.

Manufacturer narrative:
Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted. Several attempts were made to receive additional information without success.

Event description:
Literature/ annals of vascular surgery april 19, 2014. "Abdominal aortic endograft collapse due to false lumen radial force of an acute type b aortic dissection". Authors: daniele psacharopulo, emanuele ferrero, andrea viazzo, michelangelo ferri, matteo ripepi, franco nessi. On an unknown date, a patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm with a diameter of 5.8cm, with no mention of aortic dissection. The operative report did not describe the size of the endograft, but it mentioned the presence of a small type ii endoleak at the end of the procedure. The patient was discharged on the third postoperative day, after an uneventful recovery, and then he underwent follow-up with duplex ultrasound. Fourteen month later the patient was admitted to the emergency room of the hospital with back and abdominal pain and lower limb ischemia, just from the previous day. At the emergency room, a computed tomography (CT) scan was performed, which showed a type b aortic dissection with compete proximal endograft collapse, and complete thrombosis of the endograft. The physician decided to perform emergently a bridge treatment, treating the lower limb ischemia, considering the absence of other malperfusions syndromes, with an axillo-bifermoral bypass grafting. After 24 hours recovery in the intensive care unit, the patient suddenly developed acute abdomen pain, paraplegia, and anuria. The physician performed a control CT scan in emergency with the evidence of false lumen thrombosis progression, involving renal, visceral and medullar arteries. The patient died the morning after. (B)(6).